Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for a unspecified foreign object in the bending rubber and the adhesive part of the bending rubber could not be determined since the product was cleaned, disinfected, and sterilized before sending the product to olympus, but it is unknown whether they conducted properly or not. As well no abnormality was recognized on the bending rubber and adhesive part of the bending rubber where the foreign object adhered (no physical damage). The event can be prevented by following the instructions for use which state: chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope chapter 6 reprocessing endoscopes using an automated endoscope reprocessor/washer/disinfector olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign material in rubber insert curvature and adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.